Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Analysis of the returned device identified: opening curved on anterior, red particles and underweight. A visual and microscopic analysis was performed which identified striated opening on anterior, striated punctured on anterior, non-penetrating nicks and creases fold. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool and a striated punctured on anterior due to surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.